Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed an additional deflection on the right ventricular (rv) electrogram (egm) and the rv defibrillation lead exhibited a gradual rise in shock impedance measurements over the past year, with measurements averaging in the 90-100 ohms range. Additionally, the battery longevity went from 11.5 years in october to 10.5 years three months later in january. Upon egm review, the deflection on the rv egm was consistent with p-waves. Furthermore, r-wave daily measurements were 3-3.5 mv, which may have contributed to the observed oversensing. Technical services (ts) recommended lead testing with isometrics and a vector breakdown to identify the coil that may be contributing to increasing shock impedances. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Ts noted it was likely that the battery longevity decrease was due to rounding, and recommended re-evaluating in one month. The health care professional (hcp) will speak with the provider and schedule the patient for an in-office evaluation. This ICD system remains in service. No adverse patient effects were reported.